Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019, two air bubble detector (abd) modules were in use (art air and rez air). The rez air module had multiple air detected alarms. Air detection was turned off and while off there were four '8vdc power supply error' events. It is possible these were caused by adjusting the sensor on the tube but is unusual. The air detection is turned back on and the sensor detected air again. The sensor is turned off and left off for the remainder of the case. There was no way to tell from the log if actual air was present when the air detected alarms occurred but the four '8vdc power supply error' events are suspicious. Both the sensor and module should be tested. During laboratory analysis, the product surveillance technician observed the abd module to function as intended, appropriately detecting air throughout the evaluation in both ambient and cold temperatures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. He replaced the abd module and sensor as a precaution. The unit operated to the manufacturer's specification.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was giving a false alarm. There were two abds being used, one before the reservoir and one after the reservoir. One was turned off and the procedure was continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the information available is that the team uses two abds and during their cpb procedure, one of the two abds sounded a false alarm. The team was able to turn off the one giving a false alarm and proceed without issue for the remainder of the procedure. There was no delay in the surgical procedure and there was no harm or blood loss associated with the false alarm of the abd.